Event description:
It was reported that there was a loss of therapeutic effect following an environmental exposure. The device decreased stimulation or turned off stimulation after passing through a security gate. The pt had a replacement done on (B)(6) 2011 in order to extend battery life. Postoperatively, the pt was feeling stimulation at 1.7 amps around his testicles. The pt was instructed to turn off the device when passing through security gates. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).